Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study provided the implant date of the pump and patient information (age and gender).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving clonidine 1200 mcg at 239.80485 mcg/day via an implantable pump. It was reported the patient came to show the hcp their scar which was red and with irruption on the pocket of the pump. The hcp gave the patient a prescription of antibiotics and did a blood test to see an infection "leuco" and crp (c-reactive protein) was a little high but not so much. After all the glue was taken off the scar, hydrocortisone cream 25% was put on the scar. The patient came back on (B)(6) 2021 and the skin was much better, but still irruption. The patient continued on antibiotics and hydrocortisone cream. On (B)(6) 2021 examination revealed still something but much better. The patient was to continue antibiotics for 1 week and cream as it is getting better. The patient has to continue with antibiotics and the cream. On (B)(6) 2021 the patient came in for a refill and the skin was calm and normal. The outcome of the event resolved without sequelae on (B)(6) 2021. The clinical diagnosis was skin irruption on the pump pocket. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2021.